Event description:
It was reported that the subject device had image issue. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "image issues" was not confirmed. In addition, the following additional malfunctions were identified during the device evaluation: dents on distal edge, loose light guide connector adapter and minor cracks on the video connector were found. A definitive root cause of the reported issue could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image issue.there were no reports of patient harm.